Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The probable cause of the split in the sheath could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the clinician was attempting to place the catheter into the patient's right upper arm. She was not able to advance the catheter into the central location so the catheter was removed. Upon removal it was noticed that the sheath was no intact. The sheath was split from the inserting end to approximately midway towards the wings. The procedure was completed the next day by interventional radiology with a different kit. There was a delay in treatment with no patient harm and no patient death or complications reported.